Event description:
The customer reported the ventilator was inoperative when powered on. Not in patient use. The ventilator was received at bench repair and the bench engineer evaluated the ventilator. He confirmed the unit alarms when the power button is pressed but does not power on. Unit has a defective power management pcba. Further information is pending.

Event description:
The customer reported the ventilator was inoperative when powered on. Not in patient use. The ventilator was received at bench repair and the bench engineer evaluated the ventilator. He confirmed the unit alarms when the power button is pressed but does not power on. Unit has a defective power management pcba. Further information is pending.

Manufacturer narrative:
The bench engineer installed a new power management pcba. The device passed all performance verification testing.